Event description:
The user is questioning the "cannot analyze" voice prompt given by the device during a patient use event. The device was eventually able to analyze the patient's rhythm and deliver two shocks. The user switched to an xl device and continued with the rescue and delivered multiple shocks. The patient did not survive.

Manufacturer narrative:
(B)(4).